Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe generator was analyzed and found the issue could not be confirmed via system logs, and a visual inspection found no related problems. System testing showed the erbe cauterized all ports and instruments without issue. The unit will be sent to the original equipment manufacturer for further investigation. The probable cause of this issue is attributed to the faulty erbe generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to monopolar not firing. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the monopolar energy was not working on the integrated electrosurgical unit (iesu) or erbe. The customer attempted to use multiple instruments, swapped the energy port, power cycled the erbe, and connected the instruments to other universal surgical manipulators but the issue persisted. The customer continued the case without the use of monopolar energy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the procedure was completed robotically after connecting a force triad external generator to the system.